Event description:
It was reported there was a patient with a cerebrospinal fluid (csf) leak "years ago." They reportedly repaired that csf leak "somehow," but the reporter did not know what they did. The pump system was being used to infuse an unknown medication, and no outcome was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter; product ID neu _unknown_cath, serial# unknown, product type: catheter. (B)(4).